Event description:
Reportedly, the files from smartview website could not be read on a programmer.

Manufacturer narrative:
Canalysis synthesis: - analysis revealed that the reported behavior resulted from established specifications. - it should be noted that ulys devices use a specific encryption key, which is not stored in idf files. Therefore, when an idf file is loaded on a programmer, no patient data are available for cybersecurity reasons. - no anomaly is suspected on the subject ICD.

Event description:
Reportedly, the files from smartview website could not be read on a programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.